Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional provided related to this event. For this reason, steps could not be taken to determine root cause. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The customer reported 5 incidents of tass (toxic anterior segment syndrome), with inflammation following post operatively. The nurse consultant completed the site visit and found several potential causes of tass identified either previously by the staff or on the day of the site visit. The following are the potential uses: inadequate manual cleaning of instrumentation. Viscoelastic is extremely difficult to remove and requires the use of a soft bristled brush to assure that it is completely gone. Use of instrument cleaning detergent in the instrument cleaning process. Even the smallest amount of detergent or cleaner can result in tass if not throughly rinsed. Inadequate maintenance of the quick rinse. The quick rinse should be emptied and either sterilized or flushed out with alcohol following draining to prevent endotoxin growth. Possible contamination of instruments left uncovered on the counter overnight by cleaning solutions sprayed to clean the room. Cleaning and disinfecting solutions sprayed while cleaning cabinets, counter etc. May aerosolize and land on uncovered instruments. Possible bacterial growth on instruments left sitting unsterilized overnight or in cabinets for an undetermined time without terminal sterilization. Instruments that have been cleaned but not received a terminal sterilization could grow endotoxin producing bacterial while sitting wrapped in the clean room overnight. Inadequate maintenance of the ultrasonic cleaner. The ultrasonic cleaner should be flushed and wiped out with alcohol following draining and drying to prevent endotoxin growth. Allowing the water in the ultrasonic to sit for extended periods of time. The fluid in the ultrasonic should be drained daily to prevent bacterial growth which could lead to endotoxin contamination. Stressing the system. Increasing the case load with either an overall increase in number or decreased procedure time without increases in instrumentation or personnel can cause inadvertent "corner cutting" in order to keep up with the case load. Intracameral use of vancomycin. Use of antibiotics in the anterior chamber may lead to postoperative inflammation if it is improperly mixed or not meant for intraocular use. Use of powdered gloves. Particulate matter, such as powder from gloves, may cause tass. Powder free gloves are recommended. Touching the tips of instruments or lens insertion cartridge or the implant itself with a gloved finger or to other surfaces. Particulate matter or other compounds may be transferred from the gloves to the instrument or iol and ultimately to the anterior chamber. The nurse consultant made recommendations to mitigate the issues found. Including following the "recommended practices for cleaning and sterilizing intraocular surgical instruments" from the american society of cataract and refractive surgery (ascrs) and the american society of ophthalmic registered nurses (asorn). The most common causes of toxic anterior segment syndrome are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer's directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners the phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the infiniti system or phaco handpiece contributed to the reported event. The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the directions for use (dfu) and the association of perioperative registered nurses (aorn) recommended practices, and the american society of cataract and refractive surgery (ascrs) tass task force guidance document the root cause of the reported problem can be attributed to the customer not following the dfu to decontaminate and clean their handpiece. (B)(4). This report was mailed to FDA on: 07/25/2014. (B)(4).

Event description:
A customer reported a patient presented with tass (toxic anterior segment syndrome) in the right eye, on one day post op of a cataract procedure. The surgeon indicated he did not know the root cause of the incident. A nurse site was requested. Additional information has been requested.